Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation revealed that the pump was intermittently activating pump functions when pressed. The buttons did not spring back or click normally and multiple button presses were required before the pump buttons to engage. Contamination was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient's mother reported that over the past month the up, down, and ok buttons have been sticking. There is reportedly no visible damage to the keypad except that the print was worn off. The user reportedly does not clean the pump and there was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.